Manufacturer narrative:
H6: omitted f12 b5: updated the clinical review d9: updated the devices return information.

Event description:
A 57 yo female was treated with impella cp for cgs. Patient came in under CPR. Patient has known cad, dm, renal insufficiency and is on dialysis. Patients stabilized within first 3 days under impella therapy, crrt was restarted on day 3, levo and vasopressin was weaned and team discussed to prepare for weaning impella. Patient remains critical. Drop in platelets was noted overnight, treated with 1 unit prbc. Impella runs stable and they continue weaning. Day 4 patient developed afib which they decided to treat with amiodarone. Restarted vasopressin. Inmpella now at p5 continuing weaning. Eeg reveals encephalopathy, likely caused by dialysis. They decide to continue weaning. At day 5 impella is successfully weaned and explanted. Subsequent information of the patient is not available. The reoprted complaints including thrombocytopenia, afib and encephalopathy occured and thus being reported under impella support but are very likely not caused by the impella but more likely to the precondition of the patients, having a history of cad, dm and particularly dialysis.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient¿s platelet count decreased from one hundred seventeen to thirty-two over the previous twenty-four hours. The patient had been receiving subcutaneous heparin, which was placed on hold. One unit of packed red blood cells was administered during the night.

Manufacturer narrative:
Additional information has been provided in d4(primary UDI number) and h4 (device manufacture date), h6 (health effect - clinical code). Corrected information has been updated in h6 (health effect - impact code). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.